Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, only the backlight was displaying on the receiver screen. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A "call tech support" error message was observed on the receiver screen and was photographed. The customer complaint was confirmed, and the root cause was determined to be a defective component on the receiver's printed circuit board.